Event description:
It was reported by service report that the lift-here labels were torn and worn. The torn and worn labels could result in the labels no longer being properly legible. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): lift-here labels.